Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr case the patient expired. The cause of death was not provided; an autopsy was not performed. Per report, access was obtained at the right femoral artery via a surgical cut down technique. The 24fr sheath was inserted with minimal resistance noted by the primary operator. A bav was performed with a 23x4 edwards balloon under rapid ventricular pacing; an acute drop in pressure was noted post bav. A 26 mm sapien valve was prepped in normal fashion. The valve was deployed under rapid ventricular pacing, resting in good position with a 60:40 (aortic) placement. The post deployment tee showed trivial posterior paravalvular leak, 2+ central aortic insufficiency. The patient quickly deteriorated and was quickly placed on bypass. The echo showed one of the three leaflets was not functioning properly. The decision was made to place a 2nd valve. The 2nd valve was successfully placed and the aortic insufficiency improved from 2+ to trace. The patient still remained unstable, even experiencing 2 episodes of ventricular tachycardia on the table. The echo show no movement of the left ventricular anterior wall which prompted the primary operator to shoot selective left coronary images. There appeared to be compromised flow down the left coronary and a stent was placed in the distal left main. The patient appeared to temporarily stabilize and was weaned off bypass. From there her systolic blood pressure took yet another turn for the worse and all additional life saving measures were stopped. The patient expired on the table shortly thereafter.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the 67 y/o female patient with an ef of 40%, was slow to recover from the rapid pacing, resulting in severe hypotension after the balloon valvuloplasty was performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this event. Please reference manufacturer report no. 2015691-2013-21245.